Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the culture test after reprocess by facility was positive, but the culture test after reprocess by sbcs (site business center) olympus france was negative. Therefore, this event is not considered to be caused by the device. In addition, the sbc device inspection found the following : wear and tear on the bending section. Body control unit was found leaking, worn out and was observed with chemical damage and stained. The angulation unit failed. The following are probable causes of the reported event. ·reprocess in accordance with the instructions for use was not performed at facility, and there was insufficient cleaning and bacteria remained. ·contaminants occurred during culture test sampling at facility. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] all channels: escherichia coli (313 cfu/100ml). [Second time; (B)(6) 2021] all channels: escherichia coli and staphylococcus hominis (the total cfu of the escherichia coli and staphylococcus hominis is 7 cfu/100ml.). [Third time; (B)(6) 2021] instrument channel: escherichia coli (10 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope (wassenburg), using peracetic acid. There was no report of infection associated with this report.